Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). David mulliner/ biomed need assistance on 8300 etco2 sn (B)(4) failing co2 calibration test failure device type: failure problem type: failure mode: case resolution: recommended to follow the set-up jigs from the asm v12.1 user manual. After providing the information. Biomed re-run the co2 calibration test and everything was tested good. Issue was resolved. Ref:_00d30y0yr._5000l1tpvyk:ref